Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room approximately six weeks post implant with shortness of breath and a heart rate in the 30-40's with complete heart block. Device interrogation was performed and noted no capture at maximum output. An x-ray was performed and indicated the right ventricular (rv) lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.